Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist through s3i continued access program, during deployment at the end stage of balloon/valve expansion the balloon ruptured. A 26mm sapien 3 via commander was advanced and aligned within the annulus and deployed under rvp. During deployment at the end stage of balloon/valve expansion the balloon ruptured. Final position noted as 90:10 aortic with mild to moderate paravalvular leak (pvl) and zero central leak as appreciated via angiogram. Additionally the valve had a partial waist at the level of the lccc, hence it was decided to post dilate. A second delivery system (minus the valve) was prepared at nominal volume, advanced and aligned within the valve and dilated under rvp. The mild to moderate pvl was reduced to zero, central leak remained unchanged and the waist was eliminated as appreciated via tte and angiogram with mean gradient =4mm/hg. The delivery system was removed over the wire. The patient was transferred to the pacu in stable condition with unchanged rhythm or rate. The reported perceived cause was attributed to the heavy ca++ burden.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned to edwards lifesciences; therefore, an evaluation could not be performed. Pictures were returned and confirmed the balloon damage. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it was reported that the balloon rupture was attributed to the heavy calcification burden in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.